Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the adhesive of the bending rubber is chipped. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive of the bending rubber is chipped. Based on the results of the investigation, the most probable causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.